Manufacturer narrative:
(B)(4).

Event description:
Foreign distributor contacted dexcom technical support on (B)(6)2014 to report on behalf of patient a detached sensor wire on (B)(6)2014. The patient stated that upon deployment of the sensor, the sensor wire fell out of the applicator barrel during its removal from the sensor pod. At the time of contact, the foreign distributor did not report any injury or medical intervention.